Manufacturer narrative:
This report is filed may 13, 2014.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced an infection at the implant site (date not reported), however, the issue could not be resolved. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.